Manufacturer narrative:
(B)(4). Diabetes melitus is a known cause of diabetic ketoacidosis and hyperglycemia.

Event description:
It was reported that there was no alert. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient's wife stated that the patient's g6 app did not give him an alert when his glucose was above his high threshold of 300 mg/dl, although she did not know what the cgm value was at the time. He experienced body aches, elevated heart rate, headache and vomiting. She drove him about 20 minutes to the hospital where his bg was 458 mg/dl in the emergency room (ER). She stated that he was given zofran 10 mg for the vomiting, and two injections of insulin, 10 units each, in his arm. The bg did not initially come down, so he was given 10 units of insulin IV. His bg then went down by 100 points after seven hours in the ER, and he was sent home and was feeling fine. During troubleshooting it was noted that the patient's alert settings were set to always sound with all alerts turned on, but his phone had an incompatible ios software version. The wife also did not get an alert on the follow app and she said she had updated her ios to the latest version. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.